Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate tachy shock while the patient was exercising, due to double counting signals of a sinus rhythm. High shock impedance of 125 ohms was noticed, likely related to either encapsulation and/or adipose tissue. Technical services recommended to perform x-rays to discard any dislocations of the s-ICD and/or the implantable electrode and evaluate other vector configurations. Reportedly, the vector configuration was changed from secondary to primary and the patient will continue to be monitored. X-rays were not performed. Noise signals were also constantly seen on this s-ICD system. Eventually, the s-ICD system was explanted and replaced with a transvenous system. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly inspected and analyzed. Visual inspection found no anomalies. Review of the device memory revealed no suspicious system errors or resets. The s-ICD was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. No abnormalities were detected. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate tachy shock while the patient was exercising, due to double counting signals of a sinus rhythm. High shock impedance of 125 ohms was noticed, likely related to either encapsulation and/or adipose tissue. Technical services recommended to perform x-rays to discard any dislocations of the s-ICD and/or the implantable electrode and evaluate other vector configurations. Reportedly, the vector configuration was changed from secondary to primary and the patient will continue to be monitored. X-rays were not performed. Noise signals are also constantly seen on this s-ICD system. Eventually, the s-ICD system was explanted and replaced with a transvenous system. This s-ICD was returned for analysis and no additional adverse patient effects were reported.